Event description:
Patient was affected by prosthesis's infection, for this reason on (B)(6) 2017 he was reviewed again. Update: per additional information received, the devices involved were not manufactured by stryker.

Manufacturer narrative:
Per additional information received, the devices involved in this event were not manufactured by stryker.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was affected by prosthesis's infection, for this reason on (B)(6) 2017 he was reviewed again.